Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit was giving error code message of data acquisition (da) pcba adc failed. The customer reported there was no patient involvement.